Event description:
It was reported that the patient's implantable cardioverter defibrillator, the right ventricular lead and the right atrial lead were explanted due to infection. It was also noted that another rv lead was implanted and explanted on the same procedure day due to unknown reason. The patient status was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.